Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose of 465 mg/dl. The customer attempted to treat with a correction bolus via the pump, however, was treated intravenously with fluids of saline and insulin in the ER. The customer was released from the hospital on (B)(6) 2022 with issue resolved. The customer reverted to an alternate method of insulin therapy.